Event description:
It was reported a patient underwent an unspecified procedure in which peri-guard was used. It was further reported that the patient experienced a wound infection with parietal abscess. The cause of the infection was not reported. According to the reporter, the patient underwent a surgical intervention due to the event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.